Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part # 03.114.001 synthes lot # h288454 supplier lot # (B)(4) release to warehouse date: 27 feb 2017 supplier: (B)(4) review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery they had difficulty by attaching the drill sleeve to the plate. The surgery was successfully completed. The devices were used by a veterinarian. Concomitant reported part: 1x unknown plate this complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date device returned to manufacturer. Correction/removal number: (B)(4). A product investigation was performed. It was reported that during surgery it was difficult to attach the drill sleeve to the plate. The review of the device history record revealed that this drill sleeve was manufactured in february 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Due to previously received market feedback the failure of this phenomenon has already been identified - the first turn of each thread (two start threads) was rolled closed by the chamfering or deburring operation during manufacturing. Immediate appropriate steps to prevent this from reoccurrence has been taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully.